Event description:
Additional information received for report no. Mw5168632 on 9/02/2025. Supplemental update for medwatch (B)(4). Medwatch report (B)(4) was inadvertently submitted to FDA by a subcontractor call center while documenting a complaint intended for the manufacturer. The case involves an 81-year-old female who used provate size 73 for approximately 12 days. During follow up with the patient's clinic, additional details surrounding the complaint: the patient's medical record confirmed a diagnosis of dry atrophic vagina, which is listed in device labeling as a contraindication. During this period, the patient was also using a reusable traditional ring pessary (brand unknown). She reported to the clinic's health care provider that she was experiencing spotting with scant blood but no pain. Clinical exam findings showed no tears or damage, only spotting. The manufacturer determined the event is not reportable, not serious, and did not require medical intervention. Because two devices were in use concurrently, attribution of the symptoms could not be established. A coding update has been made to delete health effect clinical codes 1888 (hemorrhage/blood loss/bleeding) and 4559 (unspecified tissue injury). The health effect impact code is (B)(4), and the medical device problem code is 2993. On (B)(6) 2025, the patient was seen for a refit, instructed to replace the device weekly, and advised to use premarin vaginal cream; no bleeding was reported at that time. On (B)(6) during a phone call, the patient reported satisfaction with the device and no pain, though some spotting persisted, and she was advised to add replens. On (B)(6), during an office visit, she remained satisfied with the device support but reported intermittent spotting after insertion; scant bleeding was noted on speculum exam. At this time, she was using both replens and premarin, the device was removed for pelvic rest, and surgery was discussed as a future option. On (B)(6), a physician re-introduced provate, but spotting occurred upon removal. The patient was switched to an open ring pessary, and surgical options remain under consideration. Patient code: 2665.

Event description:
The patient experienced irritation and the product tore her vaginal wall. She began bleeding for a few days. Product name: contipi provate; therapy start date: (B)(6) 2025, therapy end date: (B)(6) 2025.